Manufacturer narrative:
Weight, and ethnicity: unknown/no information. Date of event: exact date unknown/not provided. Best estimate date is between 7/6/2021-8/17/2021. The device is not returning for evaluation as indicated by the customer. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the patient had issues with the synergy intraocular lens (iol). An exchange was performed bilaterally. Through follow-up, the customer clarified that the affected eye was the right eye. The reason for the explant is that the patient was off target and unhappy with the outcome. Their vision pre-operative on (B)(6) 2021 was 20/100 and post-operative in (B)(6) 2021 was 20/60. The customer also explained that the incision was not enlarged, no vitrectomy and no sutures were required. There was no delay in procedure. Medication was prescribed, but there's no indication that they were not part of the regular medical regimen. Additionally, it was explained that the symptoms persisted for about 1 month. No further information was provided.